Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider the bolts that attach the seat snapped off inside the seat and the seat fell of the chair causing the user to fall. No injuries noted.